Manufacturer narrative:
Our analysis could not confirm the clinical observation of dislodgement. Upon return to our post market quality assurance laboratory, dried blood/body fluid was noted in the lead lumen. The lead did not pass the guidewire insertion test at a point 820 millimeters from the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
Boston scientific received information from a boston scientific field representative that this chronic left ventricular lead was explanted and replaced after it dislodged. No additional adverse patient effects were reported.

Manufacturer narrative:
As no additional information concerning this report is expected, our investigation is complete. This investigation will be updated should additional information be provided or if the lead is returned for analysis.

Event description:
The lead subsequently was returned for analysis.